Manufacturer narrative:
Result of investigation: an updated log file was received after complete calibration of the unit. It was determined that the blower driver fet's overheating was due to lack of maintenance/filter exchange combined with not reacting on the blower temperature alarms that damaged the blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. High blower temperature of 139.9 degree celsius is recorded for 145 minutes results in damaging the blower controlling hardware. The root cause is most likely damaged main electronics due to lack of maintenance. A separate report submitted under manufacturer reference (B)(4) for the blower failure issue.

Event description:
The customer reported failure on the main electronics of device due to clogged filters. The customer reported no patient involvement in this event.